Event description:
It was reported that the patient had a thrombo-embolic event. Sub-clavian vein thrombosis and left arm edema occurred after lead implant. The patient resumed medication and no further action was needed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.